Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported loss of power. Physio replaced the small keypad assembly as a precaution and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that when they selected the print button to print a code summary the device lost power. There was no patient involved in the reported event.